Event description:
It was reported by the rep (1) hp052 was used during an unknown procedure. It was reported that the device failed and gave a solid tone. The case was completed with cautery. There was no pt consequence. 07/25/2000: add'l info rec'd: laparoscopic cholecystectomy procedure. Troubleshooting performed, but did not resolve problem. Lcsc5 tip was used.